Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, lot #: w8l05b0, exp mar 2020, 0.9% sodium chloride injection. The customer¿s unexpectedly returned tubing set was observed to be separated at the engagement of the vinyl tubing to the male luer. Visual inspection under microscope noted that both sides of the vinyl tubing demonstrated an insufficient solvent application at the engagement site. There were no other abnormalities observed. Dimensional analysis found the tubing to be within measurement specifications. The root cause of the separation was identified as a manufacturing issue due to an insufficient solvent application at the junction of the vinyl tubing to the male luer.

Event description:
The set was received as an unexpected return with no other information provided. Although requested, no further details were provided by the customer for this event.